Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10087. The patient received the scs system on (B)(6) 2011. It was reported during the procedure , the physician used a surgical lead blank, but determined a smaller lead was needed due to the size of the patient's epidural space. Neurological monitoring identified changes during the procedure. The physician removed the lead blank, waited for the neurological signals to improve, then completed the procedure using a smaller, percutaneous lead. The patient reported weakness in her right leg immediately following the procedure. The patient remained in the hospital under observation. The physician reported some improvement, but felt it was inconsistent and elected to remove the entire scs system. Follow up information revealed the patient is currently receiving physical therapy and is able to ambulate using a walker. The patient reported that her symptoms continue to improve.